Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-01628.

Event description:
As reported, approximately two years post initial left tka, a 64 yo male patient had a revision due to the poly device recall; no other reason reported. Device was received (B)(6) 2022. No additional information available.

Manufacturer narrative:
Concomitant products: truliant ps cem fem ps cem left sz 5 (cat# 02-020-11-0250 / serial# (B)(4), truliant tib fit tray cem sz 5f / 4t (cat# 02-022-45-5040 / serial# (B)(4), three peg patella 32mm (cat# 200-02-32 / serial# (B)(4), holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4), gps implant kit v2 (cat# a10012 / serial# (B)(4). As reported, approximately two years post initial left tka, a 64 yo male patient had a revision due to the poly device recall; no other reason reported. Device was received 13 dec 22. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision is reportedly due to the device poly recall; no other reason stated.